Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that incoming inspection member found debris in the sterile package

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Report source : foreign - japan. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product confirmed a hair-like or thread-like debris within the sealed sterile cavity. Ftir spectrum analysis of the debris concluded that its composition was consistent with cotton. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is due to operator error during the manufacturing process. This event is being reviewed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.